Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 the patient's receiver would not turn on. Patient's mother did not report any injury or medical intervention. No additional event or patient information is available. It was reported that a pediatric patient was using an adult receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found in good condition. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a screen error alarm on the date of issue, in addition to hardware errors were found. Based on the finding of hardware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.